Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a red screen upon initial interrogation during routine device check. Upon further review, it was found the device exhibited battery depletion (bd) error code. Additionally, it was reported that for approximately one year the device has been beeping. The bd error was overwritten by the device as a result of storing the beeping entries. Review of battery voltage determined that the battery has been stable. The device appears to be operating normal. Upon interrogation, no oor measurements reported. The fault was cleared and device check was successfully performed without any issues. The device remains in service at this time. No adverse patient effects were reported.